Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(4). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data: (date of event) was updated from "(B)(6) 2017" to "(B)(6) 2017" (date of this report) was updated from "05/23/2017" to "05/22/2017".

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported inaccurate spo2 readings. The patient usually has a reading of approximately 90%, but the unit showed 100% in each measurement. No known impact or consequence to patient was reported.